Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The investigation is pending completion. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
As reported, the patient had a posterior communicating artery aneurysm. After the stent delivery catheter and the coil microcatheter were positioned, a filling coil was deployed. Upon deployment, the coil prematurely detached from the pusher. The coil was removed and replaced; and the procedure was completed successfully. The patient was reported to be fine.